Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump alarmed hardware low level failures. The insulin pump was interrupted by hardware low level failures. Customer blood glucose reading was unknown. Troubleshoot was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked select button on the keypad overlay. The insulin pump passed the displacement test, self test, active current measurement and sleep current measurement. All currents within specific range. No unexpected failed battery or low battery alert noted during testing. However, hardware low level failures alarm confirmed in the pump history due to broken trace at keypad assembly.